Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(4) reported difficult cutting of the vitrectomy cutter during procedure. Aspiration continued when the cutter stopped cutting. There was no patient impact.

Manufacturer narrative:
The device was returned. The needle was not bent and the port window was in the opened position. There was evidence of dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. No further investigation is needed at this time.